Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided guidance for a complete pump reset, and the caller successfully initiated a new sensor session without further errors.